Manufacturer narrative:
Philips has investigated this complaint. Philips attempted to schedule an evaluation of the system, but the customer never gave approval for evaluation, indicating that the system was still in use by manually exiting the application and finishing all the operation steps to deliver x-ray again; no device inspection was performed by philips. No further information could be obtained from the customer despite multiple attempts. The codes were updated based on the investigation outcome. Evaluation method code was corrected. Evaluation not approved; no response received for further information.

Event description:
It has been reported to philips that the allura system had no x-ray fluoroscopy during a stent operation. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips attempted to schedule an evaluation of the system, but the customer never gave approval for evaluation, indicating that the system was still in use by manually exiting the application and finishing all the operation steps to deliver x-ray again; no device inspection was performed by philips. No further information could be obtained from the customer despite multiple attempts. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The manufacture date, serial number, product UDI, reporting address line 1 and the reporting address city have been updated.